Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The initial customer allegation of scope was showing an s-114 "air channel blocked" code, was found to be not reportable. However, it was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material inside the nozzle and the air/water channels. There was no patient involvement.